Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified proximal right coronary artery. A 3.00 mm x 12 mm nc emerge balloon catheter was advanced for dilation, but it could not pass through the lesion and the balloon burst. The device was removed and the procedure was completed with another device. There were no patient complications reported, and the patient was fine.